Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It states that after surgery a few weeks back the posterior locking screw used to lock the box to the femoral trial separated from the rest of the instruments as the femoral trial was being disassembled.

Manufacturer narrative:
Examination of the returned device found the screw component to be secured. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.